Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis - a quality plan was opened by integra-tullamore to address the root cause and corrective actions for issue of power supply failure.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had no light and had blown fuses. Fuses were ordered and replaced but there was still no light. It was reported that there was power to the first board, but no power to the small one. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay was reported.